Manufacturer narrative:
Pump received with partially broken retainer ring. Unable to perform displacement test due to broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unit passed rewind, prime/seating, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. The following were noted during visual inspection: cracked case (battery tube), cracked battery tube threads, partially broken retainer ring, missing reservoir tube o-ring, broken reservoir tube lip, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the user noticed a broken retainer ring. Troubleshooting was done for damage. Customer stated the insulin pump had neither been bumped nor dropped. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.